Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed. A review of the mfg records for this batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. This batch has no associated complaints to date.

Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 6atms on the initial inflation. The lesion was a calcified, 100% stenosis (cto) in the proximal left anterior descending (lad) coronary artery. The procedure was successfully completed with a crosssail balloon catheter. No pt injuries or complications were reported. Pt status is reported as 'good'. A 8f mach1 guide catheter and a route guidewire were also used in the procedure.